Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that significant power elevations of 18-19 w with flow greater than 10 lpm were observed during pre-scheduled outpatient clinic appointment. The lvad also had speed drops to 6,000 rpms, despite low speed limit being set at 9,000 rpm. The patient had presented to the appointment without any symptoms or complaints. Lactate dehydrogenase (ldh) was 259 u/l and mean arterial pressure (map) was 80 mmhg. A representative of the manufacturer¿s technical services reviewed the submitted log file and observed the increase in pump power prior to the speed drops below the low speed limit. Per the representative, this pattern could possibly be caused by something ingested or passing through the pump. A ramp echocardiogram showed adequate decompression of the left ventricle and a 3d CT scan showed no obstruction of inflow/outflow graft. The patient was not provided any treatment and no medication or lvad adjustments were made in response to the event. It was reported that the cause of the power spikes was unknown.

Manufacturer narrative:
The patient remains ongoing on vad support. No product available for investigation. The cause of the reported event could not be conclusively determined based on the evaluation of the submitted log file. Review of the submitted log file confirmed elevations in pump power and flow rate. Nearly all of the events captured in the submitted system controller log file were routine power exchanges and pi events. Multiple pump power elevations in the 15.7 to 21.3 w range were captured on (B)(6) 2018 and (B)(6) 2018. Several of these elevations were associated with a decrease in pump speed below the low speed limit, which resulted in low speed advisory alarms. The pump resumed operating at the set speed following these events and the system appeared to operate as intended during the final two days of the log file. Based on previous complaint experience, the captured events appeared consistent with something passing through the pump. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. Pump parameters, including power, flow, and speed, are detailed in the introduction section of the hmii IFU. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.